Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during a dilation procedure performed on (B)(6) 2025. During the procedure, the balloon had a pinhole leak. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.